Event description:
Caller alleged discrepant inratio results. Results as follows: inratio: 0.8, lab: 2.1. Time between tests: 3 hours. Therapeutic range: unk. Pt self tester went to the ER for dizziness after receiving 0.8 inr on her inratio monitor. The pts blood was drawn at the ER; inr=2.1. Patient was released from the hospital the same day. Discharge diagnose was not available, but the pt stated her dizziness was not related to her inr. The pt self tester does not have any strips from the lot remaining.

Manufacturer narrative:
The customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without additional info. Root cause could not be determined from the info provided by the customer. Since the product associated with the complaint was not returned, and a lot number was not provided, manufacturing record review was not performed and further investigation was not possible. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.